Event description:
Note: this report pertains to one of two devices used during the same procedure. MFR report# 3005099803-2009-06108 addresses the other device. It was reported to boston scientific corp that two dreamtome sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2009. According to the complainant, during the ercp procedure, the dreamtome was inserted down the scope and positioned at the papilla and the sphincterotome was advanced from the catheter. The device was in the correct orientation at this time. The technician turned the handle to the left, in an attempt to torque the tip and pass the sphincterotome into the common bile duct. After several turns of the handle, the cutwire became twisted on itself. The cutwire could not be straightened and was unable to bow. A second dreamtome sphincterotome was used and failed in a similar manner. The procedure was completed with another MFR's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (other) - unable to bow. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).